Event description:
The complainant reported the patient had an impella cp implant and during the insertion, the sheath had a leak. The tip split on the sheath and a second introducer was used successfully. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into introducer damage ¿ mechanical has been completed. The root cause of the introducer damage - mechanical was not determined as no product or images were returned for analysis.